Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry movements unavailable and motorized movements unavailable. Review of the system log file showed ¿geo-pc¿ malfunction. Upon further inspection, philips field service engineer (fse) confirmed that the geo pc is losing communication to the system continuously in the morning. Fse replaced the geo-pc. After replacing the geo-pc, the system was returned to use in good working order.

Event description:
It has been reported to philips that the system produces errors " geometry movements unavailable" and "motorized movements unavailable". There was no reported patient or user harm. A philips field service engineer (fse) visited the site and replaced the geo-pc. The device was returned to expected functionality.